Event description:
It was reported when using the bd pyxis¿ medbank tower, all in one had failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all in one had failed due to all cables. A field service engineer (fse) shut the station down and reseated all cables. The fse rebooted the station and mounted the power cable in place to resolve the issue. The system functioned as intended after the field service engineer repaired the device.